Manufacturer narrative:
The reported events of noise and pacing problem were not confirmed. As received, only the distal portion of the lead was returned in one piece for analysis. Visual inspection found the inner/outer insulation cut in multiple locations at the distal portion consistent with procedural damage. Electrical testing and x-ray examination did not find any indication of conductor fractures. Shorting between conductors was found at the distal portion consistent with procedural damage.

Event description:
During an in-clinic follow-up, noise that led to oversensing and automatic mode switch (ams) were detected on the right atrial (ra) lead. The lead was explanted and replaced to resolve the event. The patient was stable.